Event description:
It was reported that there was an out of range impedance measurements for this right ventricular (rv) lead. The lead and device were subsequently removed and replaced, and it was noted that the replacement was for a therapy change. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.